Event description:
It was reported during routine generator exchange on (B)(6) 2021, an insulation break had occurred on the right atrial (ra) lead. Oversensing noise was also noted. The physician elected to cap and replace the ra lead within the same procedure. The patient was in stable condition.